Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a right ventricular assist device (rvad) replacement.

Event description:
The reason for replacement was use of rvad for one month or more.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) section 1 of this document lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 outlines indications of right heart failure and provides the suggested treatment options for patients with right heart failure, including implantation of a right ventricular assist device (rvad). A direct correlation between the device and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.